Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. After further review, however, there were signs of previous moisture presence on the back of the lcd screen and in the area just below the lcd screen on the front side of electrical board 1.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.